Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right tube and essure coil was removed from the abdomen') in an adult female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, dysmenorrhea, abdominal bloating, cramp in lower abdomen, stress urinary incontinence, pelvic pain female, dysmenorrhea, adenomyosis, cystocele, chronic diarrhea, uterine enlargement, cystoscopy and uterine fibroid. Patient was on her period on (B)(6) 2009. Previously administered products included for analgesia: motrin, toradol and zanax. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (b/l salpingectomy removal essure, operative hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device and device dislocation to be related to essure. The reporter commented: patient had no complications during essure hysteroscopy insertion procedure. (B)(6) 2017: her tubes have been removed prior her ovaries appear to be within normal limits there is loss uterosacrailigament support. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : both the right tube and essure coil was removed from the abdomen. Lot number: 664657, manufacturing date: 2009-08, expiration date: 2012-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right tube and essure coil was removed from the abdomen') in an adult female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, dysmenorrhea, abdominal distension, abdominal pain lower, stress urinary incontinence, pelvic pain female, dysmenorrhea, adenomyosis, cystocele, diarrhea, uterine enlargement, cystoscopy and uterine fibroid. Patient was on her period on (B)(6) 2009. Previously administered products included for analgesia: motrin, toradol and zanax.. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (b/l salpingectomy removal essure, operative hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device and device dislocation to be related to essure. The reporter commented: patient had no complications during essure hysteroscopy insertion procedure. (B)(6) 2017: her tubes have been removed prior her ovaries appear to be within normal limits there is loss uterosacrailigament support. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : both the right tube and essure coil was removed from the abdomen. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: event: medical device removal was replaced by 'the right tube and essure coil was removed from the abdomen' , medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was on her period on (B)(6) 2009. Previously administered products included for analgesia: motrin on (B)(6) 2009, toradol on (B)(6) 2009 and zanax on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: patient had no complications during essure hysteroscopy insertion procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter, essure treatment details (date implanted, lot number, insertion details) and lab data (pregnancy test). Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required. The outcome of the initial product technical analysis resulted in an unconfirmed quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was on her period on (B)(6) 2009. Previously administered products included for analgesia: motrin on (B)(6) 2009, toradol on (B)(6) 2009 and zanax on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: patient had no complications during essure hysteroscopy insertion procedure. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required. The outcome of the initial product technical analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.